Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Customer's blood glucose level was 400 mg/dl. Customer declined to update date during troubleshooting with tandem technical support.